Event description:
It was reported that a user started a new dexcom g7 continuous glucose monitor (cgm) sensor that failed to pair with the ilet, consistent with a pairing failure isolated to the ilet; the agent had the user toggle settings and restart the sensor, aligning with an intermittent communication failure associated with the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the dexcom g7 sensor and the ilet, characterized by intermittent communication failure involving the electrical and magnetic subsystem and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.